Event description:
Revision surgery: due to the patient having ankle surgery two weeks ago which became infected and spread to her knee. The surgeon removed the implants and washed out the knee.

Manufacturer narrative:
The reason for this revision surgery was an infection. The previous surgery and the revision detailed in this investigation occurred 5.2 years apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not made been available to djo surgical for examination. A review of the implant device history records (dhrs) show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to an infection. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device had a direct connection with the patient's infection. The root cause of this complaint was a revision surgery due to a previous ankle surgery which became infected and spread to the knee. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.